Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Device has the body and spring tip broken at 329.2 cm from the proximal end. Overall length and outer diameter of the distal tip could not be performed due to the broken body and spring tip. Outer diameters of the middle and the proximal section were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12293. It was reported that a rotawire became fractured and remained inside the patient's body. The in-stent restenosis target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 330cm rotawire¿ and a 1.25mm rotalink¿ burr were selected for use. During the procedure, it was noted that a 1.50mm rotalink¿ burr was unable to cross the lesion. Angiography was then performed and it was confirmed that there was no detachment of the rotawire. Afterwards, a 1.25mm rotalink¿ burr was utilized. Angiography was again performed and revealed that the radiopaque marker area up to the tip of the rotawire was detached. The detached component was left unretrievable inside the patient's body and was for follow-up observation. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12293. It was reported that a rotawire became fractured and remained inside the patient's body. The in-stent restenosis target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 330cm rotawire¿ and a 1.25mm rotalink¿ burr were selected for use. During the procedure, it was noted that a 1.50mm rotalink¿ burr was unable to cross the lesion. Angiography was then performed and it was confirmed that there was no detachment of the rotawire. Afterwards, a 1.25mm rotalink¿ burr was utilized. Angiography was again performed and revealed that the radiopaque marker area up to the tip of the rotawire was detached. The detached component was left unretrieved inside the patient's body and was for follow-up observation. No further patient complications were reported.